Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that, at a previous pump refill 5 months prior to this report, there was blood in the pump. It was noted that, at that refill, the patient had 15 needle pokes. On the day prior to this report, at another pump refill, there was blood in the pump again. It was noted that, on this date, the elective replacement interval (eri) was estimated to occur in one month. The patient was reportedly told that the pump would need to be replaced in the next 30 days. A pump replacement would potentially be planned, but the patient could not be put at the same dose. It was unknown why the dose would be lower. The patient was told that they would start at a lower dose and slowly increase it. At the time of both refills, the pump had baclofen 5000mcg/ml at 556.5mcg/day. The cause of the event, troubleshooting/diagnostics, interventions/treatment, additional patient symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's last refill was (B)(6) 2014, the patient still had swelling over her pump from that refill. The pump location was kind of tender.

Manufacturer narrative:
This field has been updated/corrected for the information previously submitted in follow-up report #001.